Event description:
Device malfunction: misplaced stent. Symptoms/ae: placement of a second stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during deployment of the stent, the stent moved forward, leaving a portion of the lesion uncovered. A second stent was placed, completely covering the lesion. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned. Movement of the stent during deployment may be the result of, but not limited to, the patient's vessel geometry, the vessel diameter which could have been larger than the stent, non-apposition of the stent to the vessel wall when fully deployed or inadvertent movement of the handle during deployment. Per the rx acculink instructions for use, stent placement - precautions: "prior to stent deployment, remove all slack from the delivery system." As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Based on available information, a conclusive root cause could not be determined; however, there was no indication of any product deficiency which could have contributed to the outcome of the procedure. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.